Manufacturer narrative:
The cobas e801 immunoassay analyzer serial number was (B)(6). Calibration and qc were performed and they were acceptable. Investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with elecsys troponin t hs (tnths) assay on a cobas e801 immunoassay analyzer. Initial result: 0.0160 ng/ml (centrifugation at 3800 rpm/5 min). Repeat result: 0.00935 ng/ml (centrifugation at 12000 rpm/10 min). The customer noticed that the result did not match the patient's clinical diagnosis. No questionable result was reported outside the laboratory. The sample was repeated.

Manufacturer narrative:
The medical device problem code was updated. From the data provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.